Event description:
It has been reported to philips that it is impossible to do exposures, the system images disks failed. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received a coronary diagnosis was proceed when the issue occurred. The procedure was completed by move patient to other room. The philips field service engineer (fse) inspected the system onsite and confirmed the images of the system disk failed. After reviewed the log file the fse confirmed that the x-ray pc failed due to a disc bay problem. The fse replaced the x-ray pc, hard disc drive (hdd), and solid-state drive (ssd), after replacement of the x-ray pc, hard disc drive, and solid-state drive the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.